Event description:
It was reported that the patients ipg would no longer charge and hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. There was no device malfunction suspected. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years from the date manufacturer became aware of the event.